Event description:
Covidien received info stating that due to a malfunction of an 840 ventilator the pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) was not able to duplicate the alleged malfunction. The cse inspected the device and replaced the liquid crystal display (lcd) panel and flex circuit as a precaution.

Manufacturer narrative:
(B)(4).